Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2021 complaining of multiple shocks. Upon examination of right ventricular (rv) lead, it was noted that the patient went into ventricular tachycardia earlier which was treated with anti-tachycardia pacing (atp) which failed the first time after which multiple consecutive atp therapies were delivered which finally converted the patient to sinus rhythm. After further examination, chest x ray revealed that the rv lead had moved into a suboptimal placement which required maximum therapies to convert the tachycardia to sinus rhythm. The physician capped and replaced the dislodged lead on (B)(6) 2021. The patient was in stable condition throughout.